Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment for a planned maintenance. The positioning sensor unit (psu) logs showed that the illuminator current measured lower than the recommended operating current. The rep proactively replaced the psu. After replacement the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a planned maintenance of the navigation system, the positioning sensor unit (psu) log showed that the illuminator current measured lower than the recommended operating current. There was no patient involved with this concern.